Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two other complaints regarding the lot number 8796779 on balloon burst ((B)(4)). Through information obtained during exchanges the catheter was placed for 15 days. However, according to our IFU sh4036 in duration of use section: "the device can be used up to 7 days". So, the complaint is conisdered as a use error. Checking the quality databases revealed no anomaly in connection with the described defect. Clinical assessment: to our knowledge / understanding of the event, the prostatic catheter ref. Ab6s24 was inserted by urethral route for urinary bladder dysfunction due to bladder stones in a context of long-term catheterization (since 2021). The catheter was used 15 days versus 7 days recommended in the IFU which is a misuse. After catheter spontaneous removal resulting from the balloon partially deflated, this one has been re-inserted which is also a misuse. Such an incident of catheter spontaneous removal with balloon partially deflated in a context of bladder lithiasis causing injury (to the urethra, we assume) and bleeding, is rated severity level 3. Causality assessment: we consider that trauma and bleeding is related to the use of the medical device (medical device + procedure). Clinical risk evaluation: in this case, the spontaneous removal of the catheter with partially balloon deflation, causing urinary tract injury and bleeding, represents a clinical risk of urinary tract infection or potential long-term complications such as stenosis, which is severity parameter 3. A rmf evaluation was performed based on criq 250 - risk identified 11505 (hazardous situation: catheter balloon cannot stay inflated or burst) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, when changing the patient's diaper, the urinary catheter came out spontaneously because the balloon was deflated. Trauma was caused by spontaneous removal of catheter with balloon not fully deflated. Putting it back in was traumatic and there was bleeding.

Event description:
According to the available information, when changing the patient's diaper, the urinary catheter came out spontaneously because the balloon was deflated. Trauma was caused by spontaneous removal of catheter with balloon not fully deflated. Putting it back in was traumatic and there was bleeding.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two other complaints regarding the lot number 8796779 on balloon burst. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when changing the patient's diaper, the urinary catheter came out spontaneously because the balloon was deflated. Trauma was caused by spontaneous removal of catheter with balloon not fully deflated. Putting it back in was traumatic and there was bleeding.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two other complaints regarding the lot number 8796779 on balloon burst. Correction: the investigation is not yet complete, a follow up report will be submitted on completion of the investigation.